Event description:
It was reported that the syringe port cracked, and the device had a system fault. There was no patient involvement.

Manufacturer narrative:
E1-phone: +(724)772-6000 ext. 298253. B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used, the screen was scratched, and the syringe port was cracked. Functional testing was able to duplicate the reported problem. The most probable root cause of the problem was due to a result of improper handling and most likely the "error code 112" was due to an intermittent motor. Service history review identified that the device was related to a previous service. As a result, the front housing, housing seal, syringe and battery cap, keypad, rear label and the motor were replaced. After this repair, the device successfully passed all functional tests.